Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported "customer called stating that the device would not hold any programming". Evaluation ran the device with a loaded set and the device was able to run without clearing programming during the test run. Evaluation was able to titrate the rate and vtbi with no errors or anomalies. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer called stating that the spectrum pump would not hold any programming and the pump continues to clear program while meds are infusing (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.